Manufacturer narrative:
Results: the lantern was buckled approximately 13.0 cm from the hub and ovalized approximately 132.0 and 134.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the lantern was buckled and ovalized. The ovalization damage likely occurred due to forcefully gripping or compressing the lantern during insertion into a catheter, and likely contributed to the difficulty advancing the lantern experienced by the physician. The lantern was checked for lubricity, and was confirmed to have hydrophilic coating on the distal shaft. The buckling damage likely occurred due to forceful advancement of the lantern against resistance. Further evaluation revealed the ruby coil embolization coil was unraveled and the sr wire was fractured. Sr wire fracture typically occurs due to forceful withdrawal of the ruby coil against resistance, and likely caused the embolization coil to unravel. The bends in the pusher assembly were likely incidental and may have occurred during packaging for return. Lanterns are 100% visually evaluated during in-process inspection, and ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: \ 3005168196-2016-00250.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using a ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician had difficulty advancing the lantern all the way out of a diagnostic catheter. The physician attempted to advance the same lantern through a new diagnostic catheter; however, the lantern only advanced part way through the diagnostic catheter and; therefore, was removed. The physician successfully advanced a new lantern through the diagnostic catheter and delivered several ruby coils into the target vessel. While advancing a new ruby coil through the lantern, resistance was met and the ruby coil unintentionally detached in the lantern upon retraction. The physician removed the lantern from the patient and flushed the detached ruby coil out. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.